Manufacturer narrative:
The device with the lens was returned in the blister tray inside a plastic bag. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to mid-nozzle and has overrode the lens. The lens was slightly advanced, with the optic and trailing haptic present in the loading area and the leading haptic extended into the nozzle entry area. The leading haptic distal tip was underneath the blue plunger. The trailing haptic was correctly folded into the optic fold. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Neither haptic was broken. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint. The complaint was reported for ¿plunger went over the iol (intraocular lens), haptic broken¿. A plunger override was observed. Neither haptic was broken. The leading haptic distal tip of the clear lens model was obscured from view inside the opaque colored device by the overriding blue plunger. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Due to the plunger advanced to mid-nozzle with the optic and trailing haptic still inside the loading area, the rate of advancement may have been faster than recommended. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. Plunger override may occur: due to rapid advancement faster than the IFU recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery the plunger went over the iol (intraocular lens) and haptic was broken. Procedure completed on the same day. Additional information has been requested but is not available at the time of this report.